Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction would verify but then not navigate. Tri-cut was navigating normally. He claimed there was no metal interference & patient was positioned properly on the flat panel emitter. Patient tracker had a 1.0 interference & he was unable to get it to go down. He said he suggested getting another suction & or instrument tracker to the surgeon but they chose to continue without the suction in both cases. They continued with navigation (did not abort) using the tricut mostly. There was a less than one hour delay and no patient impact.